Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, when the device was activated, the blade would not spin. Something could be heard rattling inside of the unit. A second like motor drive unit was used with the same disposable to finish the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a defective motor coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.